Manufacturer narrative:
Age/date of birth, sex, weight, and ethnicity: information unknown/ not provided. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded following removal from the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and during this the surgeon noticed that one of the haptics had broken off. He then immediately removed the lens again by cutting it up and implanted a new one. Since the removed lens was cut up to be explanted, it is no longer available. No additional information was provided.